Event description:
It was reported that the device exhibited system error 45169 0 0 0. There was unknown reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review of this device showed that the device had not been in for service before. Visual and functional tests were performed. The reported problem could not be confirmed. The root cause of the issue was a defective mainboard. All the electrical parts including the downstream occlusion sensor (dso) were replaced to fix the issue. The device was submitted for further testing.